Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the display screen was blank and moisture was present. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 21-nov-2017 device evaluation: the device has been returned and evaluated by product analysis on 02-nov-2017 with the following findings: during investigation, the pump powered on with clear and legible display; no blank display was observed. There was no moisture under the display lens or in the batter compartment. A leak test revealed a battery compartment leak. Unrelated to the complaint, the battery compartment was observed to be cracked. The pump was opened and no moisture was observed inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.